Manufacturer narrative:
(B)(4). Customer returned pump for an alleged unexpected battery power loss or replace battery alert/replace battery now alarm found on (B)(6) 2021. The pump passed the self test, displacement test, active current measurement and sleep current measurement. The pump was monitored for several days and no unexpected battery power loss or replace battery alert/replace battery now alarm noted. Successfully downloaded history files and traces using thus. Power management graph was successfully generated. The loaded voltage (loaded vlith) and the unloaded voltage (unloaded vlith) display at the power graph management tool shows abnormal behavior. However, low battery alert was recorded and found in the formatted history file on: (B)(6) 2021: 04:08:00.000; (B)(6) 2021: 14:24:00.000; (B)(6) 2021: 12:55:00.000. Replace battery alert was recorded and found in the formatted history file on: (B)(6) 2021: 05:18:00.000; (B)(6) 2021: 15:50:00.000. Replace battery now alarm was recorded and found in the formatted history file on: (B)(6) 2021: 05:28:00.000; (B)(6) 2021: 16:21:00.000. And insert battery alarm was recorded and found in the formatted history file on: (B)(6) 2021: 05:27:36.000; (B)(6) 2021: 16:22:06.000; (B)(6) 2021: 20:15:30.000. Upon checking on the power data, low battery alert, replace battery alert/replace battery now alarm was expected since the battery has low power. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba1, pcba2, force sensor, motor and vibrator assembly noted. Low battery alert and unexpected battery power loss or replace battery alert/replace battery now alarm was confirmed, problem isolated on the electronic assembly. The test p-cap and reservoir locked properly into reservoir compartment. However, a cracked retainer¿was noted during testing. The following were also noted during visual inspection: a cracked keypad overlay, a stained keypad overlay, a pillowing keypad overlay and a scratched case. A cracked retainer was confirmed. Low battery alert and unexpected battery power loss or replace battery alert/replace battery now alarm was confirmed, problem isolated on the electronic assembly. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the insulin pump had replace battery alarm. Customer stated they did not received low battery alert prior to replace battery alarm. Customer stated timing was less than 8 hours from the low battery alert to the replace battery alert. Customer stated it was second occurrence of replaced battery alarm in less than 8 hours after low battery warning. No harm requiring medical intervention was reported. The customer will discontinue use of the device.